Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the abdomen, which is off label usage of the device, on (B)(6) 2024. On the same day, it was reported that the patient went to the doctor for treatment after discovering that the wire from her sensor was missing and stuck in her abdomen. She felt sick and developed a severe infection at the site where the sensor was inserted, and she could feel the wire inside her body. The patient underwent treatment for almost a month and returned to the doctor on (B)(6) 2024, to have the sensor wire removed. The sensor wire was finally removed through surgery and the doctor prescribed mupirocin ointment (2%) and cephalexin (500 mg, every eight hours). At the time of the report the patient was feeling okay. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.